Event description:
Unomedical reference number (B)(4). Event occurred in sweden. On an unknown date, it was reported that the patient was unfortunately contracted an infection at the old insertion site and was put on intravenous antibiotic cloxacillin 2g tid on (B)(6) 2024 and there was not clear whether the wound has grown or the appearance of the infection. No further information available.